Event description:
Event description guidant received information that this pacemaker patient experienced a fall. No additional clinical observations were noted. Upon evaluation of the pacing system, it was determined that this right ventricular lead became fractured and it was suspected that the lead fracture correlated with the patients fall. During the revision procedure, the lead was surgically abandoned and a new pacing system was implanted on the patient's right side.